Manufacturer narrative:
Procedural images contained in the journal article capture an aspect of the bifurcation lesion before the start of the procedure. Significant pinching of the ostium of the second diagonal branch after placement of the first stent in the main branch is captured. The images also show the un-ravelment of the proximal stent part after removal of the jailed wire and the final result after crushing the dysformed stent behind two additional overlapping stents is captured unravelment of medtronic onyx stent during bifurcation stenting using the jailed wire technique; an adverse effect of helical stent structure? Doi:10.1016/j.carrev.2018.03.016 date of incident is date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by stable angina. A resolute oynx drug eluting stent was implanted in the mid lad. The lad was predilated. Afterwards, there was significant pinching of the ostium of the diagonal which persisted after post dilatation using a non-compliant balloon. The wire in the lad was successfully recrossed to the diagonal. While pulling back the jailed wire from the diagonal, some resistance was felt and angio showed that the proximal part of the stent was unraveled. When pulling a bit harder ton the still jailed wire, this resulted in a totally deformed proximal part of the stent extending all the way towards the left mainstream pulling hard on the jailed wire, the distal part of the wire snapped, thus leaving part of the wire in the distal lad still jailed behind the unraveled stent. The lad was eventually rewired and the deformed part of the stent was crushed by progressive dilatations. After wiring the circumflex, the proximal lad and mainstem were covered with two additional non-mdt stents and post dilated with non-complaint balloons. The diagonal was eventually treated conservatively because of adequate flow and the multiple layers of stent covering the ostium already, resulting in acceptable angio result.